Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The investigation results was inadvertently lost and re-evaluation cannot be performed as the device had been discarded.